Manufacturer narrative:
The pacemaker was returned without an associated malfunction. Interrogation results were normal, visual screen was acceptable and preliminary test results were acceptable.

Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing discomfort. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds. The whole system, including the rv, pacemaker (pm) and right atrial (ra) lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
H6- component code should be "4755 - part/component/sub-assembly term not applicable" and h10 should include related report numbers.